Manufacturer narrative:
The event date was note reported. The first date of the month of the aware date was entered as an estimate. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and calcified vessel. Following pre-dilatation with a 2.5 x 15mm apex balloon catheter, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross. Upon removal, it was noted that the stent developed a burr. There were no patient complications reported.